Event description:
The patient was implanted with a left ventricular assist device. It was reported that the percutaneous lead (lead) had a separation at the distal end of the bend relief. In addition, low flow events were noted. Data log information submitted to the manufacturer confirmed a data pattern indicative of a possible lead short to shield. A lead evaluation on (B)(6) 2014 confirmed an external lead replacement was warranted. The lead replacement was performed on (B)(6) 2014. The patient was then placed on a grounded power module patient cable without any further alarms. The patient was discharged and is doing well.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. Approximately 7¿ of the external portion/distal end of the percutaneous lead was returned for evaluation. Evidence of the reported separation of the white silicone jacket from the metal connector at the distal end of the driveline was observed. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed breaches to the insulation of the black and brown wires; these wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the exposed conductors of the black or brown wires made individual or simultaneous contact with the braided shield while operating on the power module, the resulting short to ground would have caused the power elevations, low flow events, and motor stops that were confirmed through the evaluation of the data log file information previously submitted to the manufacturer. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 2 yrs. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.